Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 109 mg/dl and 67 mg/dl. Level 1 quality control was run and in range. No adverse event reported. Customer reports strips are depleted, a replacement was sent.